Event description:
A user's family member reported a fail in the device. User reporterd a temperature icon (motor over temp) in 2005 while in balance function. User reverted to standard function, cycled power and device returned to normal (this is expected for this type of event). Four days later, user was again in balance and reported temperature icon. User reported that he immediately transitioned to 4-wheel function and user reported that the device fell over to the right. Consumer reported contusions to this right side hip, elbow & face. User did not seek or receive medical attention.